Event description:
It was reported that no flow was noticed in a low volume infusor before patient use. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13g008 was manufactured between july 1, 2013 - july 3, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.